Event description:
A customer reported an issue with the touchscreen responsiveness, specifically that the pump screen was frozen and unresponsive to input. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the customer completed, successfully restoring the pump screen's functionality.